Event description:
Dealer advised, young gentleman did recreation in rental chair and caused issue to bearing which caused wheel to be wobbly, no injury, dealer could not provide any further information. (B)(4)